Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the assembly. The following information was provided by the user facility: when the locator/insertion sheath assembly was being inserted over the guide wire, strong resistance was felt and the assembly could not be inserted, so the angio-seal device was not used and manual compression was applied to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. It was reported that the blood loss was less than 250cc. It was reported there was no health damage to the patient.

Manufacturer narrative:
One angio-seal vip 8f device was returned for evaluation. One hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly appeared unused and was returned separately. Some deformation and kinking was observed on the carrier tube sheath near the blood inlet holes. The mated locator and hemostasis sheath assembly appeared to be in a slightly curved shape. The exact root cause of the insertion difficulty cannot be determined based on the available information. The deformation near the blood inlet holes suggest off axis bending of the sheath in situ. The user technique and patient anatomy details are not known and many have contributed the event. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.